Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 5 open samples (one open sample 1st pack is closed) and 5 closed samples. Diameter result conducted on the samples received is 0.024 mm in average and fulfils european pharmacopoeia (ep) requirements for this size and thread: 0.020 mm<xave<0.029 mm. Diameter average value is in the medium range of ep requirements for this thread and size. The color corresponds to the product description in four of the closed samples and in one of the open samples received. However, the thread color in one of the closed samples and in four of the open samples received does not correspond to the product description, it is an undyed thread instead of a black thread. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. Conclusion root cause analysis: the root-cause determined is that the dying process of the thread raw material's manufacturer was not correct. Final conclusion: considering that some of the samples received do not fulfill b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for the product sent for analysis as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with dafilon suture. The client reported that they received a complication report about dafilon 10/0 (g1118706) lot 623301 ophthalmic sutures. The report covered that there is difference between quality of the sutures in the same lot number 623301. One of them seems undyed while the other is dyed and the diameter of sutures seems different. It may be as a result of being undyed. Further information has been requested.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.